Event description:
After undergoing surgery on his right knee in 2009, I started to have intense pain in it. Each day it has been continuously getting worse. Currently, he has been operated on 5 times to replace the prosthesis in my left knee. Doctors refuse to give in writing if there is damage to the medical device.